Manufacturer narrative:
Investigation in process. Device not returned.

Event description:
Reported pain, swelling and flare ups. Patient underwent right total knee arthroplasty on (B)(6) 2014. Patient allegations of pain, swelling and multiple flare ups which caused the patient to limp and use a cane to ambulate. No revision procedure has been reported to date. It was reported that the patient is scheduled for a revision surgery of the right knee.